Event description:
It was reported that the leading haptic of the preloaded intraocular lens (iol) was not folded properly. The issue was noticed during implantation/application of the lens. The lens was implanted removed and replaced with another lens in the same procedure. There was no patient injury. There was no medical/surgical intervention required. No other information is available.

Manufacturer narrative:
Section a2, a3, a3b, a4 and a5: unknown/ asked but not available. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The product was returned to the manufacturing site for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: mar 26, 2025. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection revealed that the lens was stuck in the cartridge with the lead haptic not folded. Ovd was observed inside the cartridge. No damage was observed on the cartridge. The lens module, handpiece, and plunger rod were inspected; no issues were identified. The lens could not be removed from the cartridge for further evaluation. No further issues were identified. The complaint issue lead haptic not folded was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Based on the complaint investigation results, the product was released within specifications. Therefore. No product deficiency or product malfunction could be identified. No nonconformity report, documentation or labeling changes, and further escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.